Manufacturer narrative:
E: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, the bands would not deploy and there was a noticeable amount of tension being applied. It was noticed that when the physician tried to deploy the band, the tip of the scope would torque. The ligator cap was pulled off and replaced with a new one. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.